Event description:
Per the report received from Germany, Edwards received notification of a 56mm EVOQUE procedure in tricuspid position by right femoral vein. The patient had a pre-existing Implantable Cardioverter Defibrillator (ICD) lead prior to the procedure. After the procedure the lead had become dislodged and was no longer functioning properly. The EVOQUE procedure was successful, and the EVOQUE valve was deployed at the annulus. On post-operative day 3 (POD3), a conduction disturbance was detected through telemetry changes. During the subsequent evaluation, the pre-existing ICD lead was found to be non-functional as it was dislodged, resulting in lead malfunction. As a result, a Micra leadless pacemaker was implanted.

Manufacturer narrative:
D4 - Primary Unique Device Identification (UDI) Number: (b)(4). E1 - Telephone Number: (b)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.